Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via helpline solutions tracker of high blood glucose readings. The customer's blood glucose reading was 600 mg/dl. The customer stated that he changed out his infusion set, and he might have an occlusion because his blood glucose went up to 600 mg/dl. The customer stated that he kept receiving predictive alerts. The customer stated that he will meet up with his health care provider regarding his high blood glucose.